Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. The tissue pad was severely brunt and loosen. It was reported that the intended procedure was completed using the subject device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. Information was added. Lot# was corrected. The subject device was returned to omsc for evaluation. As a result of the evaluation on november 16, 2016, omsc confirmed that the tissue pad was worn without metal exposing. The manufacturing record was reviewed with no irregularities. There was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore we are retracting this MDR. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known the following. The tissue pad was worn due to activations of seal & cut output without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.